Event description:
New information received notes that patient received an alert for t wave oversensing and noise was reproduced with isometrics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a device technician detected noise on the patient¿s right ventricular lead during a routine device check. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.